Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
Same case as tw# (B)(4). It was reported that balloon rupture occurred. A >90% stenosed target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed and replaced with another 3.00mm x 15mm nc emerge balloon catheter which also ruptured at nominal pressure. The device was also removed, and the procedure was completed with a different device. No patient complications were reported.

Event description:
Same case as tw# (B)(4). It was reported that balloon rupture occurred. A >90% stenosed target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed and replaced with another 3.00mm x 15mm nc emerge balloon catheter which also ruptured at nominal pressure. The device was also removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 3.00mm x 15mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual and tactile examination identified no issues identified with the outer / mid-shaft sections or the inner lumen of the device. A microscopic examination of the inner wire lumen identified a pinhole perforation in the inner/outer wire lumen at 4.8cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A functional analysis was performed. The encore device was verified before use by using the druck gauge. An attempt was made to inflate the balloon to its rated burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use (IFU). However, due to liquid leakage through the distal tip of the device, it was unable to reach rbp. Due to the pinhole perforation in the inner wire lumen, it was not possible for the balloon to maintain pressure as liquid leaked out through the distal tip end of the device.